Manufacturer narrative:
Combination product: yes. 06-feb-2026 additional complaint of no atrial capture at maximal output and pacing impedance of more than 3000 ohms. Upon receipt, the lead under complaint was found cut 38.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment included the is-1 connector pin was not returned. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found. These cuts probably occurred during the extraction procedure. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. The lead tip and the fixation helix were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted due to noise. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.